Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery (removal of essure)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), urinary retention ("could not pee") and complication of device removal ("complication of device removal"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, urinary retention and complication of device removal outcome was unknown. The reporter considered complication of device removal, medical device removal and urinary retention to be related to essure. The reporter commented: I felt urge to pee but couldn't. I kept trying until it finally happened. It's like someone turned my bladder off. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: urinary retention , medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ("ovulation pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), urinary retention ("could not pee") and complication of device removal ("complication of device removal"). The patient was treated with surgery (surgery (removal of essure)). Essure was removed. At the time of the report, the ovulation pain, urinary retention and complication of device removal outcome was unknown. The reporter considered complication of device removal, ovulation pain and urinary retention to be related to essure. The reporter commented: I felt urge to pee but couldn't. I kept trying until it finally happened. It's like someone turned my bladder off. Concerning the injuries reported in this case, the following one/ones were reported via social media: urinary retention, ovulation pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2018: reporter information updated. Event medical device removal was replaced with ovulation pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ("ovulation pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), urinary retention ("could not pee") and complication of device removal ("complication of device removal"). The patient was treated with surgery (surgery (removal of essure)). Essure was removed. At the time of the report, the ovulation pain, urinary retention and complication of device removal outcome was unknown. The reporter considered complication of device removal, ovulation pain and urinary retention to be related to essure. The reporter commented: I felt urge to pee but couldn't. I kept trying until it finally happened. It's like someone turned my bladder off. Concerning the injuries reported in this case, the following one/ones were reported via social media: urinary retention, ovulation pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.